Manufacturer narrative:
Product event summary : additional battery analysis was performed; it determined that the battery underwent an internal short between the bent edge of the anode tab and the adjacent cathode in the coiled assembly. As the battery discharged, the cathode swelled and pressed against the bent edge of the anode tab. This caused a breach in the separators causing the internal short.

Event description:
It was reported that during a routine device check, telemetry was not able to be established with the device. The magnet was applied, two different programming heads were attempted, and wireless search was initiated without success. At the previous device check three months earlier, the battery longevity was within normal range, however it now appeared the device had early and complete battery depletion. A 12-lead electrocardiogram was performed and it was noted bi-ventricular pacing was not occurring. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis revealed shorting/low impedance in the battery. Concomitant products : 0185 competitor implantable tachy lead (B)(6) 2006; 4087 competitor implantable pacing lead (B)(6) 2006. (B)(4).